Event description:
It was reported that during a percutaneous coronary intervention procedure, balloon deflation difficulties occurred. The 95% stenosed target lesion was located in the moderately tortuous and calcified proximal left anterior descending artery (lad). The 3.50x24mm liberte monorail coronary stent delivery system (sds) was deployed at 16atms for 46 seconds and was then post-dilated at 18atms for 20 seconds. The sds was then removed outside the pt for kissing balloon technique preparation. A non bsc balloon was advanced to the 1st diagonal branch, but it was not able to cross the lesion. The liberte sds was then reinserted and inflated again in the proximal lad. It was noted that air was in the balloon but the physician experienced deflation difficulties; the balloon deflation time was 2 minutes. It was noted that the balloon was able to fully deflate and device was removed from the pt intact. The procedure was completed with a different device with no pt complications reported.